Event description:
Customer reported his insulin pump alarms about 10:00 am every morning. The issue started about a month ago. He stated temporary basal was programmed before the alarm. Customer's blood glucose was unk. Customer was instructed to disconnect and remove the reservoir. Customer performed the rewind process again. He programmed a small bolus into the air and it was recorded in the insulin pump. Customer was advised the temporary basal may have stopped and he would have to reprogram it again if needed. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.